Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2023 due to reduced functional capacity and dyspnea. The patient experienced a reduced flow of approximately 1.5 liters per minute (lpm) with an unchanged pump speed. A possible outflow graft (ofg) obstruction was suspected as the flow did not change at higher pump speeds. The pump speed was increased to 11200 rpm with little impact on pump flow. The patient stayed at the hospital due to pneumonia and was clinically stable. On (B)(6) 2023 and (B)(6) 2023, the pump flow was significantly reduced suddenly during the night. A new computed tomography (CT) scan confirmed an ofg stenosis. Revision surgery was performed on (B)(6) 2023 with surgical correction of the ofg obstruction. The pump flow increased to 6 lpm at 12 rpm. After the intervention.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft stenosis could not be confirmed through this evaluation as no images were submitted for review and the patient remains ongoing. The submitted log files captured continuous low flow alarms on (B)(6) 2023 due to the calculated flow being captured below the low flow threshold of 2.5 lpm, to as low as 2.0 lpm. The log files also captured the reported speed changes, including those during the outflow graft revision. The data captured post-surgical revision, showed that the pump was operating as intended and remained above the low speed limit. No changes to patient condition or anticoagulation status that may have contributed to events were reported by the hospital, and the CT images were not provided. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No product available for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) is currently available. The IFU contains information regarding the preparation and attachment of the sealed outflow graft. This IFU instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This document warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. No further information was provided. The manufacturer is closing the file on this event.